Event description:
It was reported that during a device change for normal battery depletion, the physician saw a small defect on the lead insulation above the anchoring sleeve. It was further reported that the threshold was high at 5v, which was a known issue since implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's outcome was reported to be well following the replacement procedure.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B) (4) outer tubing kinked/buckled; full lead returned and analyzed.